Manufacturer narrative:
(B)(4) exit marker wrinkled. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in a procedure. According to the complainant, after the balloon was deflated, the balloon was attempted to be removed from the patient, however the black exit marker wrinkled backwards making it impossible to remove the balloon into the scope. The scope and the balloon was removed from the patient and the balloon catheter was cut and withdrawn from the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in a procedure. According to the complainant, after the balloon was deflated, the balloon was attempted to be removed from the patient, however the black exit marker wrinkled backwards making it impossible to remove the balloon into the scope. The scope and the balloon was removed from the patient and the balloon catheter was cut and withdrawn from the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was cut, and the catheter portion of the device with the exit marker and balloon was not returned. The catheter shaft was inspected for cosmetic defects and three kinks were found. Based on the condition of the returned device, the reported failure of exit marker loose/detached could not be confirmed as the balloon was cut off in order to withdraw the device from the scope. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.